Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0rzsd, implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a revision on the day of the report. The implantable neurostimulator (ins) and the lead were moved from the right buttock to the left because the patient lost 90 pounds, due to a gastric bypass, and then developed right leg pain. The weight loss started on (B)(6) 2016 and the right leg pain started in the first or second week in (B)(6) 2016. There were no device issues reported. On (B)(6) 2016, they noted that a new unit and lead were placed into the left buttock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.